Event description:
The health care professional reported the patient was very unhappy with their implanted tens unit. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).